Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the inflation syringe was not received. The insufflation bulb not was received. The obturator top was disengaged. The lock collar, trocar balloon and dissector balloon appeared intact. A functional evaluation found that the dissector balloon was inflated using a test insufflation bulb, no leaks were detected. The trocar balloon was inflated using a test syringe, no leak was detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the disengaged obturator top may occur when mishandled during clinical application. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia, on pre-peritoneal space upon pumping up balloon, the balloon physically broke. To complete the case, another device was opened and used with no further issue. There was no patient injury.